Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was evaluated following the reported event of the pump not starting. The system controller was not returned for analysis. The pump stop was due to wire fatigue in the patient cable that is covered in manufacturer report number #2916596-2020-04500. The provided information indicated that the pump started without issue once the kink in the patient cable was removed. No other documents or pictures were provided for the controller. A root cause for the reported event was determined to be an issue with the patient cable and was not correlated with the controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump would not start. The system controller must have had a loss of external power as its backup battery did not engage as designed to maintain power to the pump. Related manufacturer report number #2916596-2020-04500, related manufacturer report number #2916596-2020-04752.